Event description:
A customer contactedbeckman coulter regarding an erroneously elevated troponin (accu tnl) result that was generated by the access 2 instrument. The customer indicated that an ER patient sample was tested for accu tnl and the result of 0.93ng/ml was obtained. The accu tnl result was reported out of the lab and the customer ws notified by the ER that the result does not fit the patient's clinical picture. The customer re-tested the patient original sample for accu tnl. The repeated accu tnl result was 0.09ng/ml. There was no report of change to patient treatment that can be connected with or attributed to this event.

Manufacturer narrative:
Per customer, qc was within specifications before and after the event. The sample was collected in hema-guard, lithium heparin tube and cdentrifuged at 3,200 rpm for 10 minutes. The customer indicated that the sample was collected at midnight by the ER personnel and is not certain if they mixed it per manufacturer recommendations. A field service engineer (fse) was dispatched to the customer lab on 06/05/2006. The fse reviewed patient results with the customer. The customer stated to the fse that there is no issue with the instrument. The cusstomer sted that pre-analytical sample handling is the primary reason for this event. The fse performed system check and verified qc; the results were within specifications. Although pre-analytical factors, stated by the customer, may have contributed to this event, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.